Manufacturer narrative:
Pr (B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received. Material#: 305180; batch number#: unknown. It was reported by customer that pharmacy already deals with coring issues with regular sharp needles when compounding medications and requires the destruction of said compound, despite time and effort already spent. Expensive medications are already thrown out due to coring and would likely see an increase of this event happening with the switch to blunt needles. Pharmacy employs the use of high intensity light and uv black light to identify rubber pieces in IV compounds via visual quality inspection. Will be moving back to original x medical product verbatim#: rcc received a complaint via email. Email(s) attached. Product catalog number:305180; product description:needle blunt fill 18ga 1 1/2in no filter sterile latex free disposable red regular; origin of the issue: pharmacy; detail: pharmacy already deals with coring issues with regular sharp needles when compounding medications and requires the destruction of said compound, despite time and effort already spent. Expensive medications are already thrown out due to coring and would likely see an increase of this event happening with the switch to blunt needles. Pharmacy employs the use of high intensity light and uv black light to identify rubber pieces in IV compounds via visual quality inspection. Will be moving back to original smiths medical product. Number of occurrences: sample available: false lot number.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305180. Batch number#: unknown. It was reported by customer that pharmacy already deals with coring issues with regular sharp needles when compounding medications and requires the destruction of said compound, despite time and effort already spent. Expensive medications are already thrown out due to coring and would likely see an increase of this event happening with the switch to blunt needles. Pharmacy employs the use of high intensity light and uv black light to identify rubber pieces in IV compounds via visual quality inspection. Will be moving back to original x medical product verbatim#: rcc received a complaint via email. Email(s) attached product catalog number:305180 product description:needle blunt fill 18ga 1 1/2in no filter sterile latex free disposable red regular origin of the issue: pharmacy detail: pharmacy already deals with coring issues with regular sharp needles when compounding medications and requires the destruction of said compound, despite time and effort already spent. Expensive medications are already thrown out due to coring and would likely see an increase of this event happening with the switch to blunt needles. Pharmacy employs the use of high intensity light and uv black light to identify rubber pieces in IV compounds via visual quality inspection. Will be moving back to original smiths medical product number of occurrences: sample available: false.